Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of mirror image noise and lead position check failed. The right ventricular (rv) lead also exhibited oversensing, variable thresholds and sensing integrity counter (sic). The ra and rv leads remain in use. No patient complications have been reported as a result of this event.